Manufacturer narrative:
(B)(4) follow up. It was reported the customer could not aspirate medication and, when expelling, the medication comes out excessively. A device history record review was completed by our quality engineer team for provided material number 305125 and lot number 3271816. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material# 305125. Batch# 3271816. Verbatim: issue: unable to draw the medication or when clinician is excreting air instead of a little medication coming out it is excessively coming out. Pt harm: no. Doe: (B)(6)2024 and unknown.